Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found on the implant when opening the packaging. The surgeon used another implant to complete the procedure. There was no reported harm to the patient as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. No product was returned; visual evaluation of the provided photo found the packaging was previously opened. A hair-like fiber was identified on the device. As the packaging was previously opened, the source of the debris cannot be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided for review. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.